Event description:
International distributor contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal, due to a failed sensor session, a part of the sensor wire was still inserted inside sensor's skin. Diabetes nurse was able to pull it out of patient's skin with tweezers. Besides slight redness at the insertion site, nothing further was reported.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.